Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd safetyglide¿ injection needle pulled out of the hub. The following information was provided by the initial reporter: "lidocaine needle separated when deployed the safety mechanism."

Event description:
It was reported that bd safetyglide¿ injection needle pulled out of the hub. The following information was provided by the initial reporter: "lidocaine needle separated when deployed the safety mechanism"

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/18/2021 h.6. Investigation: three photos and physical sample were received. The samples matched the product components in the photos. The sample was visually evaluated. The sample consisted of a loose safetyglide needle, a customer¿s red cap with foam and cannula inserted in the foam, and an unidentified customer¿s device. The needle was without cannula, safety shield activated. The needle was observed to have a hole where cannula attached to the hub. It was unclear why the cannula was inserted into a foam of a red cap and what functional relation the customer¿s device had with the needle. Potential root cause for the needle separating from hub defect could not be determined. The samples were forwarded to the needle manufacturer for further evaluation and investigation. Further investigation performed at needle manufacturer site. One sample was received. It is safetyglide needle assembly. The safety mechanism has been activated. The needle is apart from the needle hub. Visual inspection was performed with a 10x magnifier lens. Limited quantity of epoxy was applied to fix the needle to the needle hub. No other defect or imperfection was observed. 3 photos were provided. They show the sample received. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Potential root cause for the needle separating from hub defect is associated with a jam may have occurred at the cannulator inducing that not enough epoxy was applied to this unit. The batch number is unknown, therefore defective rate cannot be identified. Batch number is required to determine if corrective actions are necessary. No corrective actions taken based on the available information. The batch number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10